Manufacturer narrative:
A ge service representative performed an on site investigation. The plug was dismantled and restored to working order. The system was then found to be operating as intended.

Event description:
The customer reported the system's cable assembly caused the system to be non-operational. No report of patient or staff injury.